Event description:
Two pts developed pseudomonas infections following diagnostic cystocopy procedures utilizing one olympus flexible cystoscope. Both pts returned with infections 24 hrs after the procedures and the physician prescribed gentamycin injections for treatment of the elevated temperatures.